Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The cutter device was tested and it passed all manufacturing specifications. It was determined the complaint was confirmed because the cutter device came in with the attachment device and the devices were stuck together. It was determined that the cutter device was able to be detached from the attachment device. It was determined that the root cause of the failure was corrosion, which was clearly observed and was a typical result of insufficient cleaning after clinical procedures. It was further determined that the cutter device passed all manufacturing specifications and was not the cause of the failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to insufficient cleaning, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the attachment device was not working properly. During in-house engineering evaluation, it was observed that the attachment device had a cutter device stuck inside. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.